Event description:
Swan ganz catheter placed with difficulty to right interior jugular. Upon wedging pa catheter for the first time after insertion (good pcw waveform obtained) pt began coughing. Head of bed raised. Pt began coughing up large amounts of frank blood. Code called. Pt survived incident.